Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, g6, h2, h3, h6, h11. Updated: b4, g3, g6, h2, h3, h6, h11 corrected: d4. Expiration date. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. The taper and the stem have massive abrasion. The stem identification is confirmed with the engraving. The head, cup and taper could not be identified. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available documentation identified the following: the patient has a history of systemic serum metallosis and severe locally destructive hip metallosis, including partial destruction of the proximal femur. Findings were associated with taper corrosion of a metal-on-metal femoral head prosthesis. Imaging demonstrated loosening of the femoral stem without evidence of large pseudotumor formation on MRI. An operative report from the index procedure was unavailable, and the rationale for the mixed-component construct (zimmer biomet/depuy combination) is unknown. Intraoperative findings: removal of the fixed femoral stem was attempted and complicated by an intraoperative femoral fracture. The femoral head demonstrated instability and appeared to wobble on the taper. The trunnion of the femoral stem was severely and asymmetrically damaged, with extensive metallosis involving the proximal femur. Metallotic changes extended circumferentially to the stem¿bone interface, with dorsal hollowing of the greater trochanter and extensive intraosseous metalloma formation. Despite these findings, the femoral stem appeared macroscopically well-fixed and could not be removed by standard techniques. During stem extraction, an anterior cortical fissure occurred while chiseling. Upon successful removal of the stem, a fracture of the greater trochanter occurred, with distal fragment displacement. A competitor total hip arthroplasty was subsequently implanted without further intraoperative complications. Following reduction, two cerclage wires were placed over the fracture and secured. A final intraoperative radiograph was obtained. The most proximal cerclage, which had not been positioned proximal to the lesser trochanter, was removed and reapplied. No additional radiographic imaging was performed after this adjustment. The final radiological assessment documented no evidence of peri-implant fractures or fissures. The root cause of the reported issue is attributed to a user error as mixed manufacturer products with competitor mom head/shell were implanted. As per IFU, implants and implant parts must only be combined with components belonging to the same system or with components of the approved compatible systems. No liability is accepted for products of third parties that are used by the purchaser or user. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a4, b4, b5, b7, d10, g3, g6, h2, h6, h11. D10. Unknown depuy mom cup item# unknown lot# unknown. Unknown depuy mom head item# unknown lot# unknown.

Event description:
It was reported that a patient had an initial right metal-on-metal total hip arthroplasty with mixed manufacturer product implanted in 2006. Subsequently, the patient presented with pain, instability, difficulty ambulating, and elevated serum metal ion levels. Approximately 19 years later, the patient was revised; during which, the surgeon noted massive locally destructive hip metallosis with partial destruction of the proximal femur and taper corrosion with metal-on-metal head prosthesis. Intraop, the head was found wobbling on the worn and damaged stem taper. An anterior cortex fissure occurred while chiseling out the femoral stem, and a fracture of the greater trochanter occurred with final stem removal. Competitor total hip implants were placed, and cerclage wires were used to stabilize the fractures. No further complications were reported. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D6a. Implant date between (B)(6), 2006 and (B)(6), 2006. D10. Unknown head item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip replacement on unknown date in 2006. Subsequently, approximately (B)(6) years later, underwent a revision surgery due to massive taper corrosion with systemic and local metallosis; during removal, massive abrasion at the stem taper was found, as is known to occur with (redacted) implants. Complete and complex explanation of stem and socket, and reconstruction of the joint, was performed. The (redacted) implants were also explanted. The head shows moderate signs of wear. Due diligence is in process and no further information on the reported event has been provided.